Manufacturer narrative:
The suspect vaporizer was returned to the hospital service vendor for evaluation/repair and will not be returned to ge healthcare. No further information is available regarding the resolution of the reported issue. No patient information available after three attempts. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that gas flow was interrupted/blocked during surgery and patients vital signs dropped. There was no report of patient injury.